Event description:
The customer was taken by the paramedics to the hospital due to low blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. Troubleshooting also revealed that the customer had given a bolus prior to being hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.